Manufacturer narrative:
The complaint device associated with this report was discarded by the surgery center. Product history records indicate the lens met all criteria prior to release. While the manufacturer was unable to determine the origin of the damage identified, observations reasonably suggest the damage is not manufacturing related. It is unknown whether there is a causal relationship between the device and the adverse event. The manufacturer is attempting to obtain additional information from the physician.

Event description:
It was reported that the intraocular lens haptic bent during insertion and the iris prolapsed. The damaged lens was removed and a second lens implanted without complication.